Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving a replacement adc freestyle libre sensor that was "damaged from the filament when applying". As a result of not receiving the replacement sensor, the customer was unable to monitor blood glucose and on (B)(6) 2020, she experienced dizziness and was unable to treat themselves. The customer self-presented at the ER where she was diagnosed with hyperglycemia and was treated with IV fluids. There was no report of death or permanent injury associated with this event.